Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results showed that one ecr60b reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a ple60a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The cut line was complete and the staples were noted to have the proper b-form shape. However 19 staples were missing from the staple line. No conclusion could be reached as to how the staples became missing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the first firing with the blue reload. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.